Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump reservoir has bubbles the size of bb's and does not know how to remove them. Customer does not recall any significant events leading to the error. Customer declined troubleshooting. Customer's blood glucose was 101 mg/dl at the time of incident. No further information was given.